Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to provide defibrillation therapy if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The root cause of the reported issue was determined to be short circuit between the battery terminals, which caused the battery to be immediately depleted. The device was destructively tested. The device will be archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to provide defibrillation therapy if it was needed. There was no report of patient use associated with the reported event.